Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis at elective replacement indicator (eri). Longevity and functional testing was normal with no anomalies found.